Event description:
I used renu solution for many years and was always having problems every few months with infection/corneal ulcers. Burning eyes, light sensitivity to the point were I couldn't leave the house and laid in the dark for a few days. I have had this happen probably 8 or more different times over the past few years. Each time I ended up having to use antibiotics eye drops and steroid drops. One episode, I was so desperate on a sunday, I stopped at a lens store to see one of their doctors. They said that if I had waited another day or so I could have lost my sight. Event abated after use stopped.